Event description:
During the implantation the device didn't respond (no stimulation in or out of the pocket).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation the device didn't respond (no stimulation in or out of the pocket).